Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked reservoir tube lip, cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was crack around the reservoir compartment. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis and a replacement pump will be sent.